Event description:
Patient had loose stem and worn cup liner from 22 year old hip. Dr. Revised the patient's right hip using restoration modular.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding implant loosening involving a premise hip #1 femoral comp was reported. The event was not confirmed method and results: device evaluation and results: a visual, dimensional, functional and material evaluation could not be performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: a review of the device history records could not be performed as the DHR could not be located. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
Patient had loose stem and worn cup liner from 22 year old hip. Dr. Revised the patients right hip using restoration modular.